Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 162 mg/dl at the time of emergency room then 427 mg/dl. The customer¿s blood glucose level was 470 mg/dl at the time of incident and current blood glucose level was 226 mg/dl. Customer other blood glucose level was almost 500 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with visit to emergency room, manual injection and insulin pump. Customer stated that the site was sometimes irritated. Customer stated that they received defective battery. Customer did not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer stated that they had air bubble anomaly. Customer stated that the air bubble in the tubing. Customer states the drive support cap appears normal. Customer was performed displacement test and the test results was passed. Customer was declined to perform the high pressure test. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.